Manufacturer narrative:
Date of event: the exact date of event is unknown, date of (B)(6) 2016 was provided as a best consideration as the date of event. (B)(6). Information in report provided by the manufacturer. Customer did not request for a field service specialist visit to the site. An accessory exchange was requested. The handpiece was not under warranty and it was not returned to amo. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the phaco handpiece cord/cable had damage and wires exposed. No patient involvement reported.